Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. The pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported of button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act button does not respond. The insulin pump was returned for analysis.